Event description:
It was reported via medwatch mw5107038 that the device was stuck in the lesion, occlusion and death occurred. A rotapro device was selected for treatment of the right coronary artery (rca). During procedure, the burr became stuck in the rca and the stent caused acute total occlusion of the rca. Several attempts were made to remove the device. The device removal was unsuccessful. The patient was transferred to another hospital for surgical intervention and received a coronary artery bypass grafting (CABG). Patient expired.

Event description:
It was reported via medwatch mw5107038 that the device was stuck in the lesion, occlusion and death occurred. A rotapro device was selected for treatment of the right coronary artery (rca). During procedure, the burr became stuck in the rca and the stent caused acute total occlusion of the rca. Several attempts were made to remove the device. The device removal was unsuccessful. The patient was transferred to another hospital for surgical intervention and received a coronary artery bypass grafting (CABG). Patient expired.